Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the last time the implantable neurostimulator (ins) was charged was (B)(6) 2017. Currently the consumer was experiencing poor communication, was unable to communicate with another external device, and had no telemetry with recharging. Troubleshooting was performed but the issue wasn't resolved and the reposition antenna icon screen was seen. No patient symptoms were reported. The consumer was redirected to follow-up with their healthcare provider (hcp) to perform a physician mode recharge (pmr). No further complications were reported/anticipated.